Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: breast implant prophylactic removal. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent primary breast augmentation surgery with two unspecified gel breast implants experienced breast implant prophylactic removal of breast implants post procedure. Patient wanted to have implants removed from fear of bii. As a result, patient had an explantation on (B)(6) 2020. This medwatch form is for the left breast prosthesis.